Manufacturer narrative:
The issue was resolved when the customer replaced the sample and reagent 1 (r1) arc, probe(s). The arc, probe was determined to be the cause of the erratic results. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated architect free t4 patient results generated on the architect i2000sr instrument. The following data was provided: sid: (B)(6). Architect free t4 initial result 19.25 pmol/l, repeated 16.88 pmol/l, repeated on another analyzer 16.86 pmol/l (reference range 9.00-19.00 pmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 patient results generated on the architect i2000sr instrument. The following data was provided: sid: (B)(6) architects free t4 initial result 19.25 pmol/l, repeated 16.88 pmol/l, repeated on another analyzer 16.86 pmol/l (reference range 9.00-19.00 pmol/l). No impact to patient management was reported.